Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware, on (B)(6) 2016, of continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016, on the abdomen. It was reported that more than one bg meters were used throughout the same sensor session. No additional event or patient information is available. Labeling indicates: always use the same meter you routinely use to measure your blood glucose. Blood glucose meter and strip accuracy vary between meter brands. Switching within a session might cause sensor glucose readings to be less accurate. The receiver data log was reviewed on 08/09/2016. The complaint of inaccurate cgm values could not be confirmed. A root cause could not be determined.